Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts reveal high lead impedance of the right ventricular lead. The patient presented in clinic for clarification. Physician decided to monitor the lead. Patient was asymptomatic.